Event description:
It was reported to aesculap inc. That a prestige atra grasper dbl-act 5 mm (part# 8360-10) was used during a laparoscopic procedure sometime during (B)(6) 2025. According to the complainant the atraumatic grasper being used during the laparoscopic procedure broke, and a piece fell off in the patient. Reportedly the fragment had to be retrieved with an endobag before the procedure could continue. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures/preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d4 additional device information. D9 device returned to manufacturer. One (1) sample was provided for evaluation. The jaws were not included in the returned package. The results of the investigation confirmed that the device disassembled. No subcomponents were noted to be broken, only disassembled. It cannot be confirmed if the jaws are damaged, because they are disassembled from the instrument and not included in the returned package. This product may have been reserviced due to the following evidence: the 8360-10801 insulation is not an OEM part, but a replacement part, as identified by the texture the spring/button combination has been fixed onto 8360-10804 handle assembly and a sealant of some sort has been applied overtop the fixation. The flush port valve is different than the original subcomponent. The cap next to the flush port is missing. There is a masking of laser marking of aesculap and prestige branding and there is no lot number visible on the device. The traceability information may have been removed by a secondary operation. Based on the investigation findings, the manufacturing site is aware of this issue and has entered this complaint into our trending report. An approved project was initiated to address the issue of this nature.